Event description:
It was reported that a malfunction alarm occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in resetting it, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.